Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device, serial number (B)(4), to continue treating the patient and the same issue occurred. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field service technician evaluated the device at the customer's facility. The technician was unable to replicate or confirm the customer's report. The device passed testing using the customer's accessories as well as test accessories with no faults found. The device was placed back into service. Analysis of reports of this type has not identified an increase in trend.